Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without a precise event date, the cause of the event cannot be determined. However, the user's comorbidities and associated treatment likely contributed to this hypoglycemic even.

Event description:
On 10/22/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring ems assistance. The exact event date was not reported. The cds reported the user has a history of cancer requiring chemotherapy and steroid injections every two weeks resulting in elevated bg for about a day following each steroid injection, which later stabilizes. These bg fluctuations are suspected to contribute to the low bgs. As a result, the user experienced a severe low bg event, and ems was called for assistance. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.